Event description:
It was reported that multiple intermittent occlusion alarm occurred. Reportedly, the customer was using humalog jr. Insulin with the pump. Tandem customer technical support informed customer that humalog jr. Insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.